Event description:
The recipient is reportedly experiencing loss of lock and sound quality issues following a head trauma event. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.10. Correction: section h.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. A dent on the bottom cover was also observed. The device passed photographic imaging inspection. System lock was obtained intermittently while tapping the bottom cover. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The internal visual inspection noted disturbed wires bonds on the digital chip. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover, which is consistent with the head trauma reported. Internal visual inspection revealed disturbed wire bonds on digital chip, which is believed to have caused the sudden loss of lock. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. A dent on the bottom cover was also observed. The device passed photographic imaging inspection. System lock was obtained intermittently while tapping the bottom cover. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The internal visual inspection noted disturbed wires bonds on the digital chip. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover, which is consistent with the head trauma reported. Internal visual inspection revealed disturbed wire bonds on digital chip, which is believed to have caused the sudden loss of lock. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.